Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a non-sustained rv oversensing alert on a merlin.net device transmission. The device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. The patient was fine.